Manufacturer narrative:
A field service representative (fsr) inspection discovered that cover was missing a latch, but located the missing latch in the customer's storage closet. Two additional latches were provided as an interim fix for additional support and the equipment was returned to operation. A new cover has been placed on order and will be scheduled for installation. In multiple reports of collimator covers falling, no serious injury has resulted, and no medical intervention beyond examination and diagnostic testing has resulted. In this case, there was no report of medical/physical effect as a result of this event and no change in the patient's outcome of treatment therapy. No additional follow-up to this MDR is expected.

Event description:
The customer reported that during patient set-up, the therapist reached up and touched the collimator cover when it fell and hit the portal vision. There was no contact with the patient. No serious injury reported, and no further patient information provided.